Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was prompting an error 1 message. The medical affairs specialist spoke to the pt's wife in 2008. The pt reported the meter issue began on two days later, at 6am. He took his usual dose of diabetes medication, metformin 500mg. He then ate breakfast. After the reported issue, approx 9am the pt reported feeling shaky and weak. He did not know if he was high or low based on the symptoms. The pt's wife called her friend, who had a meter and the pt tested himself, the reporter does not recall the result. The pt did not treat himself for the symptoms; he did, however, call lfs for assistance. The pt denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt alleged he had symptoms that can be associated with hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.